Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of this incident, it was determined that the refrigerator door bins had been pulled out too far, which prevented the door from closing properly. The field service engineer (fse) assisted the customer by showing how far the bins needed to be positioned so they would not cause a blockage when closing the refrigerator door. So, the refrigerator door was recovered. The customer then inventoried the medication successfully. The system functioned as intended after the field service engineer assisted customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the door had failed and was not opening. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.